Event description:
It was reported that, renasys pump is saying canister is full with brand new canister. No case involved; therefore, no patient involvement.

Manufacturer narrative:
H6: the device, intended for use in treatment, has been returned for evaluation. Visual inspection reported no faults found. The functional evaluation found no problem found, which could not establish a relationship between the device and the reported event. Probable root cause may include a false alarm. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.